Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0056 showed twenty eight other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2022, the patient's indwelling PICC catheter needed maintenance. It was found that the luer joint and the decompression sleeve were not tightly connected, and there was a gap. The luer joint and the decompression sleeve were reconnected, and the incident did not cause other adverse effects on the patient.